Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a clogged nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: there was restriction at the light guide tube side; there were deep dents and scratches on the distal end plastic cover; the objective lens and the light guide lens had old glue; the bending section cover glue was removed; and there were minor surface scratches on the insertion tube, the control body, and the light guide tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel and presoaked the endoscope with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was no flow from the main air/water system during preparation for a diagnostic colonoscopy. The customer was unable to obtain bubbles in the water with co2 like normal. The tubing and buttons were replaced with no resolution. The procedure was completed with no delay, using another device. There was no report of patient harm. The device was returned, evaluated, and there was foreign material clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.